Event description:
The patient felt a patient notifier from the device and presented to the clinic. During interrogation an alert for early eri was observed. The device was explanted.

Manufacturer narrative:
The field experience of premature battery depletion was confirmed. With another battery attached the power consumption of the device was measured and found to be normal. Functionality testing detected no anomaly and the device met all specifications. The device's current tested normal. The battery was sent to the supplier for further evaluation and the battery tested normal. The cause of the battery depletion was undetermined. .

Manufacturer narrative:
Na